Event description:
The technician found a note on the bed that stated it was broken. The technician found the head right brake caster wheel did not hold when the brake pedal was set. The bed was located in med surge at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the head right brake caster was out of adjustment most likely due to normal wear and tear. Per the hill-rom service manual the retractable bed must have an effective maintenance program. We recommend that you perform preventative maintenance annually to help to ensure a long and productive life for the retractable bed. This will help minimize downtime due to excessive wear failures. Brake and steer: test the brakes to determine if the bed moves when the brake is activated. Adjust if required. Inspect the steer activation and adjust if required. Check caster tires for cuts, wear, tread, etc. Replace if necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the head right brake caster to resolve the issue. Based on this info, no further action is required.